Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed for compromised force sensor system. The force sensor did not detect the reservoir. Insulin pump is out of warranty. Advised that the insulin pump will be replaced and a loaner will be sent for 1 month. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.